Event description:
It was reported the subject stretcher was involved in a motor vehicle accident during a patient transport. The patient on the stretcher was injured but details of the injury have not been disclosed. The end user advised the speed of the ambulance at the time of the accident was 57 mph and the ambulance was overturned. It was reported the stretcher was still locked in the fastener after the accident. The stretcher is not available for evaluation. No allegation of product malfunction has been made.